Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced persistent glare and halos. Yag laser surgery was performed but has not helped. Health care professional reported the patient believed that the quality of life has been severely impacted with no harm. The surgeon¿s prognosis included patient was stable. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).